Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptoms of asthma and respiratory tract irritation. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.